Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is aniosyme x3 and the automated endoscopic reprocessor (aer) used is medivators isa cantel. All channels were aspirated and flushed with water. The aer detergent is isoclean and the aer disinfectant is isospor. The manual detergent is aniosyme x3 and the manual disinfectant is isoclean. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end were brushed using olympus mh-507 and olympus maj 1888 manual brushes. The storage practice is using a simple drying cabinet with the scopes hung vertically, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no contamination was found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the grip had a scratch, the adhesive on the bending section rubber had a crack, and the bending angle in the down direction did not meet standards due to wear of the angle wire. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, a root cause could not be determined. Growth of microorganisms were reported by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.